Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that an unspecified alarm occurred. In addition, it was reported that a cartridge detection notification occurred and that the pump was overheating. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.